Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor reported that the patient had developed an infection. The patient had surgery prior to wearing the lifevest. The patient's surgical incision is located near the front clasp of the device. The incision became infected and the patient went to the hospital for treatment. The medical outcome is unknown, as the patient has ended use of the lifevest.